Event description:
The patient claimed that the down buttons required several presses to activate the desired pump functions. The keypad is reportedly intact . There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has been returned to animas for evaluation with the following findings: battery compartment is cracked. Pump display is fade with reddish tint. Keypad is intact with no visible damage. Contamination seen under all buttons contacts. Display screen was found to have dislodged and lifted from the base assembly. Force sensor pins were intact and fully inserted into pcb sockets. Display was replaced with a working display. All menus are clear and legible with no tint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.